Event description:
It was reported that the syringe tip of an anti-siphon combination set had broken off. This occurred while changing syringes. It is unknown if there was patient involvement or any adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional testing determined that the device performed within specification. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.